Event description:
It was reported that the non-dependent patient developed a pocket infection. The system was explanted. The patient's condition post procedure was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.